Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports that the rn activated the infant heel warmer using the instructions on the heel warmer package and the bag burst and the contents exploded over the rn and the surrounding area. The customer further reports that it feels like a burning warm feeling on the skin. The rn immediately went to the sink to wash it off and changed scrubs.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.